Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient experienced a blood glucose in the high 400¿s and 500¿s mg/dl, with chest pain, associated with an alleged history settings issue. Reportedly, the patient remained on the pump and received treatment by their healthcare provider in the hospital of intravenous fluids and other treatment. During troubleshooting with customer technical support, it was revealed that the basal delivery totals in totally daily dose did not match because the basal edit screen had been accessed. The bolus totals matched, and all boluses were recorded as programmed. The basal history matched the active basal program settings. The blood glucose excursion was potentially caused by a change in stress level, and a change in pain level. The dosage that was recommended by the bolus calculation feature was overridden. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.